Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. A lot number has been provided. A device history lot review is pending.

Event description:
The event involved a 46 cm (18") appx 5.7 ml, pur transfer set w/chemolock® additive port, 0.2 micron filter, check valve w/luer lock, filter cap where it was reported case comes loose from spike. The event happened during infusion of remsima. It was reported there were adverse operator consequences and intervention due to "new administration." There was patient involvement, but no serious injury or death.

Manufacturer narrative:
D9 - device available for evaluation: no. Investigation summary: no 011-cl3955 product samples, videos or photographs were returned for investigation. The device history was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.